Event description:
It was reported that the event occurred while using the maxi 500 device and the non arjo sling. Staff were transferring the resident from the bed to a bucket chair. The lift does not fit when the chassis legs are open to approach from the front, so staff approached the chair from the side. As staff lowered the resident into the chair, they noticed that the right chassis leg was raised and the lift began to tip. The caregivers managed to lower the resident into the chair, but all the buttons on the handset and control panel were not working and the emergency lowering function on the lift was not working. As a result, staff manually removed the resident from the lift and sling. The resident did not sustained any injury. The staff member¿s complaint of lower back strain.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
It was reported that the event happened while using the maxi 600 device and non arjo sling. Thee staff was transferred the resident out off the bed to bucket chair. The lift cannot fit with chassis legs open to approach from the front, therefore staff have been approaching chair from the side. As staff were lowering the resident into the chair, they noticed that the right chassis leg was raised and the lift began to tip. The caregivers managed to lower the resident into the chair, but all the buttons on the handset and control panel were not working and the emergency lowering function on the lift was not working. As a result, staff manually removed the resident from the lift and sling. After the event staff member¿s complaint of lower back strain. The device was evaluated by arjo technician after the event and no malfunction was found. The instruction for use for maxi 500 states: "warning: never attempt to maneuver the lift by pulling on the mast, boom, actuator or patient. Doing so could cause incidents resulting in injuries." It was reported that nurse manager provided awareness training with the two staff members. The arjo representative attempted to contact the customer. During the conversation, the customer stated that the staff used the sling to maneuver the resident into the wheelchair. Therefore, the caregiver did not follow instruction provided in the instruction for use. They pulling the sling during repositioning can disrupt the balance and stability of the lift. When the sling with the resident is pulled, the center of gravity shifts. If the force is strong enough, it can cause the lift to loose its stability and tip over. In summary, arjo device failed to meet its performance specification since the lift tipped. The device was used to transfer the resident when the event occurred. The complaint was decided to be reportable due to the allegation that the lift started to tip during use.